Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device uploaded properly using carelink pro. However, no data was found at the carelink report or pump history file. Device was programed correct time/date and monitored for 5 days with2.0 u/h basal rate and several boluses were programmed and delivered also. All basal and bolus deliveries were delivered properly and were recorded in the daily total history files and the carelink and pump history reports. No bolus anomaly or history anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not receiving the uploaded data. Data was missing the entire month of november. It just had sensor data. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.